Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retain device lot t10538n with normal "apparently healthy" donors. Multiple replicates were tested for each donor sample, all tni results were below the product insert 99th percentile cut-off concentration for healthy individuals (<0.05 ng/ml). No issues with tni recovery observed. Manufacturing batch records for lot t10538n were reviewed and found that the lot met final release specifications. Lot t10538n expired 2/12/2020. Manufacturer investigation was performed after the device lot had expired due to the delay in complaint reporting by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2019, a (B)(6)-year-old female presented to the ER with complaints of dizziness. Patient tested on triage: 14:40 first troponin result of <0.05 ng/ml obtained. 16:18 second troponin result of 0.10 ng/ml obtained. 16:43 repeat troponin result of <0.05 ng/ml obtained for confirmation. Same blood. 18:05 forth troponin result of <0.05 ng/ml obtained. New blood. Meter sn (B)(4) expanded results from email attachment: 14:40: ck-mb <1.0; myo 46.8. 16:18: ck-mb <1.0; myo 58.8. 16:43: ck-mb <1.0; myo 47.7. 18:05: ck-mb <1.0; myo 38.8. Other tests included d-dimer <100ng/ml. Patient was discharged home with a diagnosis of unspecific cp and vertigo. Patients medication history included estradiol and dexilant. The customer stated they do not to have a cutoff for the triage but results <0.05 are normal; results = or >0.05 require further examination, testing, evaluation, etc. From the meter printouts provided, they are using >0.05 as abnormal.